Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever, abdominal pain, and vomiting. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with cefazolin and gentamycin for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.